Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
It was reported there was a navigation ring failure. Patient information/user involvement is pending.

Manufacturer narrative:
G4: 06oct2020. B4: 09oct2020 . The issue was found by the field service engineer (fse) while performing preventative maintenance and as such would not be reportable as there is no potential for patient harm. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.